Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to broken neck. Dr. (B)(6) x-rays appeared to confirm this. All implants were removed due to the surgeons inability to successfully remove the neck remnant form the stem trunnion. Tapping was successful but the remnant extraction plug broke at its thread while using the neck extractor. Surgery was extended greater than 30 minutes. Cultures taken.